Manufacturer narrative:
On 10-jan-2024, we became aware that this case is in fact a duplicate. This event, which occurred on 08-sep-2023, was reported to FDA on 02-oct-2023 under manufacturer report number 3010266064-2023-00169.

Event description:
It was reported that during cori assisted tka surgery, two (2) real intelligence tracker clamp became loose. The clamps were then retightened but then came loose again later in procedure. Surgery was resumed after a non-significant delay by manual procedure. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H10: internal complaint reference (B)(4).